Event description:
During a tonsillectomy of a patient, arc emanated from the connection of week electrode and valley lab pencil resulting superficial burn to patient's lip. Burn was treated with bacitracin.